Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to a loss of communication between the graphic user interface (gui) display and the breath delivery unit (bdu). Covidien service engineer uploaded the latest version of the operational software. After the software installation the settings being locked out, making the device inoperable. Hospital biomed will complete the repair. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien was to not authorize service the device.